Event description:
A female underwent aaa repair in 2008. One flex main body and two iliac leg grafts were placed. All devices were placed according to cook's instructions for use (IFU). The final angiogram showed no endoleak and the absence of the left renal artery. Several attempts were made to cannulate the renal artery with no success. The physician then decided to end the procedure. Pt had an angled anatomy but not outside of cook's instructions for use. The right renal artery was open and had good flow to the right kidney.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU specifically states inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. The device remains implanted and no images received to assist in this investigation. An internal clinical review indicated that the event was due to user error. However, the appropriate individuals have been notified and we will continue to monitor for similar events.